Event description:
Additional information received indicates that the patient had a non functioning neurostimulator and provided no relief.

Manufacturer narrative:
The allegation the ipg was not functional was not confirmed. The ipg was returned with a depleted battery due to running the service application following an msp430 reset that occurred at explant. While in service app, the ipg drew excessive current causing it to become depleted. After recovery of the device, the device was in the therapy app and normal ble communication was observed. A review of the generator logs did not show any program status errors, resets, or bonding issues. No physical or functional anomaly was observed that existed before explant that would contribute to the reported issue was observed. The ipg was functionally tested to manufacturing specifications using automated test equipment (ate) and passed all tests. The ipg functioned as intended. The ipg battery voltage was at a good level that would support proper operation and the ipg logs showed the device was not in the service app state prior to explant. The root cause of the issue could not be determined. Per the analysis conclusion, this event is no longer reportable.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
Related manufacturer reference number: 1627487-2021-17731. It was reported that the patient¿s scs system was explanted on (B)(6) 2021 due to being nonfunctional.